Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her ipg as recommended. In turn, the device was deemed inoperable. Consequently, the patient underwent surgical intervention where in the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.